Event description:
It was reported "in two distinct cases, the anesthesia department observed localized reactions at the insertion site." There was no medical intervention required. The customer reported the same thing happened for both events. It was reported "the line was placed with ultrasound in one single attempt. A raised lesion along the duration of where the catheter was in the artery. Looked with ultrasound and saw edema in the tissues. The issue resolved within an hour after the line was removed." The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2026-00420.

Manufacturer narrative:
(B)(4)